Manufacturer narrative:
(B)(4). Guide wire: .014. Guide catheter: 5f boston scientific. Excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The stent damage and resistance with the guiding catheter were not confirmed via returned device analysis. The breakage of shaft was not confirmed; however, shaft kinks and bends were noted. Based on the visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: should resistance be felt at any time during coronary stent system withdrawal, please follow steps provided in section 5.14 - precautions, stent system removal. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the distal right coronary artery, direct stenting was attempted using a 3.50x15 rx xience xpedition stent system advanced through a 5f boston scientific guide catheter via radial approach. As the stent system was advanced into the guide catheter, considerable resistance was felt before the stent system exited the guide catheter. More than normal force was applied to the stent system. The stent system could not exit the guide catheter. As the stent system was withdrawn from the guide catheter with slight resistance, it was noted that the stent was bent but remained on the balloon. During removal of the stent system from the .014 unspecified guide wire without resistance, the shaft broke but remained in one piece. There was no adverse patient effect and the patient remained stable. Pre-dilatation was performed using a 3.0 non-abbott balloon and a significant dissection occurred. A 3.5x18 xience xpedition stent was deployed in the mid rca for treatment of the dissection; however, the dissection was not sufficiently treated and blood flow to the distal rca was not restored. The patient was referred for coronary artery bypass graft surgery. No additional information was provided.